Manufacturer narrative:
One pacing catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. Two non-edwards three-way stopcocks were attached at the proximal injectate hub and pa distal hub, respectively. Contamination shield was attached to the catheter body between the 30 cm marker and just proximal to the backform. Continuity testing was performed on the distal and proximal ventricular circuits and the distal, central and proximal atrial circuits. There were no open, intermittent, or short conditions observed. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. No visible damage to the catheter body, balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pacing issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the catheter became unable to pace after one or two days of use in the ICU. The catheter was inserted during surgery and capture was obtained. The catheter was replaced and the problem was solved. The customer commented that the catheter may have moved during use, but would like it to be checked. Further detail could not be obtained. There were no patient complications reported.